Event description:
It was reported that the patient developed a hematoma with some drainage. Coumadin was stopped and keflex was administered. Additional treatment of keflex was given. The device was later explanted. No further patient complications have been reported as a result of this event. The patient participated in (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient developed a hematoma with some drainage. Coumadin was stopped and keflex was administered. Additional treatment of keflex was given. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.